Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen (1000 mcg/ml at 140 mcg/day) via an implantable pump for unknown indications for use. It was reported that after the pump implant, the pump pocket was infected. The patient was with fever and infection around the pump. It was noted at first they tried to solve it with medication to the vein (antibiotics) and infection drainage. The patient came back with fever and they decided to explant the pump. Regarding the return status, it was reported they did not save it after the explant. The issue was resolved at the time of this report.